Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had variable right ventricular (rv) lead threshold measurements with output set to auto. The patient was then brought in to see the health care professional (hcp), a low rv threshold was observed during the office visit and output was set to 2.5v and trend. The patient later presented to the emergency room with syncopal episodes, and review of device data showed rv autothreshold (rvat) test values were highly variable again. It was determined that auto or trend rv output was likely not a good fit for this patient. It was noted that the patient paces in the rv 8% of the time, and av search was on and highly successful. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had variable right ventricular (rv) lead threshold measurements with output set to auto. The patient was then brought in to see the health care professional (hcp), a low rv threshold was observed during the office visit and output was set to 2.5v and trend. The patient later presented to the emergency room with syncopal episodes, and review of device data showed rv autothreshold (rvat) test values were highly variable again. It was determined that auto or trend rv output was likely not a good fit for this patient. It was noted that the patient paces in the rv 8% of the time, and av search was on and highly successful. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis following device replacement due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.